Event description:
Patient called to report that they hear no sound when their pump is alarming. Pt had an empty cartridge and there was no siren alarm although the display indicated "cartridge empty." The animas representative had the patient interrupt a bolus while on the phone. The pump displayed a warning, but there was no sound. The rep had the patient verify that in setup, the sounds were on. Patient reported that this has been going on for the past three days.